Event description:
Voluntary medwatch received states that the right ventricular lead exhibited under-sensing during ventricular arrhythmia. No intervention was performed. Patient status was not reported.